Event description:
It was reported that during device change out procedure this right ventricular (rv) lead was exhibiting high out of range shock impedances greater than 125 ohms upon numerous checks. The lead had gradually increasing shock impedances over the past 12 years, so the physician decided to surgically cap and replace the lead and device with a single chamber device. No additional adverse patient effects were reported.